Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken on anterior side assessed as fold flaw opening and observed two openings on posterior side assessed as surgical damage. Migration: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side ¿capsular contracture baker grade IV," "bubble breast deformity," "removal of rupture, granulated silicone material," "painful hardening for breast." Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Migration: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side ¿capsular contracture baker grade IV," "bubble breast deformity," "removal of rupture, granulated silicone material," "painful hardening for breast." Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: baker IV capsular contracture, rupture.

Event description:
Healthcare professional reported ¿baker IV capsular contracture," "bubble breast deformity," "removal of rupture, granulated silicone material," "painful hardening for breast." Record is for right side. Device has been explanted.